Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm,tmicl13.2,-9.00/3.0/094, implantable collamer lens tore during loading. It was reported that there was no patient contact. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the reporter indicated, that a 13.2 mm,tmicl13.2,-9.00/3.0/094 , implantable collamer lens tore during loading. It was reported, that there was no patient contact. Per updated information, a backup lens was implanted successfully. Cause of event was unknown. Claim # (B)(4).